Manufacturer narrative:
(B)(4). Device evaluation pending.

Event description:
Device unable to function due to not being able to insert the pads cartridge correctly in the device as the release trigger mechanism that holds the pads cartridge was broken when customer was attempting to install them in the device.